Manufacturer narrative:
(B)(4) for the evaluation findings of clip mashed onto the bushing. Mfg site name - (B)(4). Investigation results. Visual examination of the returned complaint device noted that the clip assembly was jammed onto the bushing and could not be opened. The prongs were not locked into the capsule and were with an over bite. The clip assembly was actuated and deployed; two distinctive clicks were heard. This failure occurred outside the patient and is likely due to handling of the device without direct patient contact. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a sigmoidoscopy procedure performed on (B)(6) 2017. According to the complainant, during the preparation, clip had an overbite and would not open. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results showed that clip assembly jammed onto the bushing; therefore, this is now an MDR reportable event.